Event description:
It was reported that the device was explanted after an implant duration of approximately 70.27 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral stenosis.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report were received. It was learned that the device is unavailable for evaluation. The device history record (DHR) review has been completed and there was no nonconformance found related to this event.